Event description:
Same as MFR # 6000093-2004-01130, 01131, 01132 and 01133.

Event description:
The dissection was treated by placing a 3.00 x 24 mm, a 2.50 x 20 mm, a 2.50 x 16 mm and a 3.00 x 16 mm taxus express2 drug eluting stent.

Event description:
Same as MFR# 6000093-2004-01114. It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered and a dissection occurred. The lesion being treated was in the left anterior descending artery (lad). The physician successfully deployed a taxus express2 - 3.0 x 24 mm stent and a 2.75 x 24 mm stent in the lad. Upon removing both fully deflated balloons the physician felt resistance. The physician had to pull on the shaft of the catheters to successfully remove the balloons. While attempting to free the balloons a dissection occurred. The dissection was repaired with 5 or 6 stents (unk product or size). No further pt injuries or complications were reported. Pt status is reported as "satisfactory/good".